Event description:
The registered nurse noted leakage from bottom of intravenous pump, yet no obvious defect in the intravenous tubing. When the nurse opened a new intravenous tubing package, the junction between the safety clamp and lower tubing came apart. The packaging from the leaking tubing had been discarded previously, but the packaging from the tubing that came apart was saved. Lot # 25085816, exp 08/26/2028, manufactured 08/27/2025. Leaking IV tubing and new tubing that came apart sequestered.